Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted.